Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider via a company representative (rep) reporting that the hcp discarded all devices after explant.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8709 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2000; brand name ; product ID 8578 (lot: hg8kw8y01); product type: 0184-catheter; implant date (B)(6) 2025; explant date (B)(6) 2025 brand name ascenda; product ID 8780 (serial: unknown); product type: 0184-catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal compounded baclofen 3000 mcg/ml at a dose of 1,500 mcg/day via an implantable pump. It was reported that the patient experienced withdrawal symptoms starting march 2025. There were gradual discrepancies in actual vs expected volumes during refills. The most recent refill was on (B)(6) 2025. The actual reservoir volume was 30 ml and expected volumes during refills was 13 ml. A dye study was attempted on (B)(6) 2025 but they were unable to aspirate. There were no reported environmental/external/patient factors that may have led or contributed to the issue. Actions/interventions taken included the 8709 catheter was cut at the spine anchor. There was no cerebrospinal fluid (csf) flow. The 8709 and 8578 catheters were explanted. A new 8780 catheter was implanted. It was unknown if the issue was resolved at the time of the report. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the hcp was unable to place a new catheter. The case was aborted and registered pump and catheters were explanted. The patient was admitted to the neuro intensive care unit (ICU) for baclofen management through a g-tube.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that the patient was taken back to the or (operating room) on (B)(6) 2025 and a new pump and catheter were successfully placed with o-arm navigation.